Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a segment of the conductor wire dislodged at the distal clevis appearing loose. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire do not show damage. The complaint regarding a dislodged black wire was confirmed by failure analysis. Common causes of dislodged instrument conductor wire - bipolar are attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the longer bipolar grasper be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the long bipolar grasper black wire has dislodged itself from the distal roller mechanism. There was no report of patient involvement.